Event description:
It was reported that the user experienced difficulty entering a sensor code because the device screen did not register the ¿0¿ key during dexcom g7 pairing and warmup, consistent with a touchscreen responsiveness issue that resolved after cleaning and repeated input attempts. No adverse clinical effects reported. Outcomes included no interruption of therapy, no alerts or alarms, and no medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed that screen functionality improved after cleaning and proper touchscreen technique. It was concluded that the event was attributable to transient touchscreen input interference without device malfunction.